Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a permanent implant procedure on (B)(6) 2014, after placing the epiducer, the physician noticed the patient was hemorrhaging. Subsequently, the physician decided to abandon the procedure. Follow-up information indicated the patient is doing well and plans to move forward with a permanent scs system at a later date.